Event description:
It was reported that the physician felt that the laser had lower power going from 80 to 150 watts. Error 171 appeared and was cleared however error 171 re-occurred and couldn¿t be cleared. The customer was unsuccessful in getting the laser to resume function.the procedure was completed using turp. "No patient injury" reported.

Manufacturer narrative:
System analysis/service repair on (B)(6) 2014: the reported "error 171" issue could not be duplicated. However error log showed the error 171. Calibrated the detectors and tested all systems of the laser; all power output from the laser. The system was tested and verified to specification.